Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose as well as low blood glucose on with low blood glucose of 37 mg/dl and high blood glucose 400 mg/dl. Customer was hospitalized as the result of low blood glucose. Customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer had low blood glucose at the home and treated with the apple juice and that caused the patient high blood glucose. Customer report customer does not allege pump was over delivering. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.